Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿hemodynamic subtype classification of type ii endoleaks using time-enhanced curves and its association with aneurysmal enlargement¿  mitsiu k, nishihara y, tsuda n, sato m  jvs- vascular science volume 6, number c 2025 https://doi.org/10.1016/j.jvssci.2025.100288 a. Average values used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding  ¿hemodynamic subtype classification of type ii endoleaks using time-enhanced curves and its association with aneurysmal enlargement¿  the time frame of this study was over a five year period. Multiple manufactures products were implanted including endurant  stent grafts in evar procedures. This study aimed to: (1) investigate the hemodynamic characteristics of type ii endoleaks using mathematical simulations based on pharmacokinetic analysis; and (2) validate the simulation results using clinical data from four dimensional computed tomography (4d-CT) to assess the relationship between time-enhanced curves (tecs) and aneurysm enlargement. Among the patient population the following malfunctions occurred: type I, type iii endoleaks  no further information was provided pertaining to medtronic products